Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient connecting their controller into the mobile power unit and it not recognizing it as a power source was confirmed via the submitted log file, the submitted video, and via visual analysis during testing. The heartmate mobile power unit (serial number (B)(6)) was returned and evaluated at the service depot on (B)(6)2022. During the evaluation, a power on/off inspection was completed, and the system booted up as intended with no issues or alarms active. When the system controller was connected, a ¿connect power immediately¿ visual alarm was observed on the controller, confirming the reported event. This was isolated to the mpu¿s patient cable. All other components worked as intended. The customer was provided a quote for repair; however, they declined. The unit will be removed from service and will be scrapped. The unit was then forwarded to product performance engineering (ppe) for further analysis. During ppe analysis, the mobile power unit was connected to a mock circulatory loop and operated as intended for an extended period of time. Additionally, an insulation test and continuity test was completed on the patient cable and all passed. The cable was then placed in a saline bath to test the insulation resistance of the cable and it was observed that the gray rsoc wire was electrically shorting to the basin of the bath, indicating that rsoc wire was causing the alarm to activate. Additionally, a log file was submitted for analysis. The submitted event log file contained data spanning approximately 3 days ((B)(6) 2022).the log file captured intermittent power cable disconnect alarms along with low voltage hazard alarms while connected to the mobile power unit due to the rsoc voltage in both power cables atypically dropping to approximately 0 volts at the same time. In some of these events, the bus voltage would drop to approximately 0 volts as well. The alarms would resolve intermittently; however, they would only become active when connected to the mobile power unit. This is consistent with damage to the mobile power unit patient cable. Provided information stated that the mobile power unit does have a locking ac power cord and exchanging the mobile power unit did resolve the event. The root cause of the reported event was determined to be the rsoc wire in the patient cable electrically shorting to the cable shield; however, the root cause of how the electrical short occurred could not be determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#:(B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on (B)(6) 2021 heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient tried to plug into their mobile power unit (mpu) it did not recognize it as a power source and would not work. During the time of the event the patient was hemodynamically stable and without issue. It was noted that their mpu did have a locking cord. The patient performed troubleshooting by testing the outlet which operated appropriately, checked the connection which was secure, and noted no visible damage. The alarm came from the controller and not the mpu. The patient was issued a new mpu. A video was provided showing the issue with the mpu. When one power source was attached from battery power to the mpu, the low battery intermittently occurred as expected. When the second battery was removed, a no external power alarm was steady and the battery light illuminated. Exchanging the mpu resolved the event.